Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultramini meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2013. The patient manages her diabetes with humulin insulin (33 units 2x daily). The patient reportedly continued to administer her usual dose of medications. About 13 hours after the start of the alleged issue, the patient claimed she felt symptoms of nervous and shaky. The patient denied receiving medical treatment in response to her reported symptoms. At the time of troubleshooting, the cca noted there was no indication of misuse and the correct test strips were being used. The alleged issue was not resolved with training. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged power issue began.